Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. With a test battery cap, the device passed the functional testings including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The device was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had a cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at display window corner, cracked lcd window and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a blank display and physical damage. Blood glucose at the time of the incident is unknown. The customer explained that she changed the battery and the insulin pump did not turn back on. The customer stated that there was a crack around the battery cap and at the belt clip slot. The customer did not recall how the damaged was caused. It was advised to discontinue the use insulin pump and revert to a back-up plan. The insulin pump was returned for analysis.